Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that purulent drainage was observed the month following cardiac resynchronization therapy defibrillator (crt-d) system implant. The system was removed due to device site infection. The patient was treated with antibiotics and was to receive a new system in the coming weeks. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.